Event description:
It was reported that the "puncture guard sharp became detached form the winged set product upon withdrawal from patient. The sharp left in patients arm." It was also reported that the attending physician was able to safely remove the seperated sharp/needle from the patient who did experience minor bleeding/pain. The separated sharp component and nine (9) unused/packaged 5118 devices from the same lot were received by the manufacturer for testing and evaluation. Manufacturers investigation: visual inspection of the nine unused device sets recorded no obvious abnormalities. The visual/physical review of the returned, disassociated sharp and bonded glue volume revealed no obvious abnormalities. Functional and dimensional analysis of the returned same lot samples recorded no out of spec conditions including the front needle pull test. The test results recorded values ranging from 12.4 -16.5 pounds. A review of in-process inspection results for this lot recorded no abnormal front needle pull-test values. All units tested front needle bonds separated in the mid-to-high-teen value range, far above the product specification. Conclusion: without being able to examine the remainder of the device components: wing body, third wing, blunting member, etc. It is not possible to draw any definitive conclusions regarding the cause of this failure.